Event description:
Report of a fire that occurred in a home where a powerchair was present. Fatality reported. No witnesses present when the fire started.

Manufacturer narrative:
The fire marshal report determined the fire to be accidental. Careless smoking may have contributed to this incident. Should further information become available, a follow-up report will be submitted. Device was disposed of.